Event description:
It was reported that the betadine pad of a minicap was ¿missing or disconnected.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 2 of 15.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is pending. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The device was manufactured from 05/02/2014 through 05/09/2014. A batch review was conducted for associated lot number gd896944 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. The reported problem could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.